Event description:
An altitude alarm was declared on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the altitude alarm. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. When the issue persisted, they advised replacing the cartridge and resuming insulin, which resolved the problem, allowing the pump to return to normal operation.